Manufacturer narrative:
Device evaluation: the lens was inspected using a 12x magnification. Some residue was observed on both sides of the lens surface. The lens was cleaned with 2% liquinox, purified water and dried with compressed air to ease inspection. Visual inspection of the cleaned lens showed no abnormalities or scratch found on the returned lens. The reported event was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon noticed a scratch on the optic of a zcb00 21.0 diopter intraocular lens (iol) prior to folding the lens. Reportedly, there was no patient involvement or injury. No additional information was provided.